Event description:
It was reported that high impedance was observed on a patient's device during a clinic visit. The physician performed diagnostics in three different positions, and high impedance was identified each time. The device was observed to be delivering a lower normal mode output current than was programmed due to the high impedance. The patient did not have any recent injuries or blows to the chest. The patient also reported not feeling vns stimulation for the 2 months prior to the clinic visit. The patient later underwent a full revision surgery. The explanted products were discarded and are unavailable for analysis. No additional relevant information has been provided to date.